Event description:
Customer called to report the pump had no delivery alarms. Troubleshooting was performed. The unit alarmed again. Device was not dropped, bumped, or exposed to moisture. Customer reverted to back up plan.